Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent called and reported receiving no delivery alarms on her insulin pump during bolus. The customer's blood glucose level was 400 mg/dl. The customer's parent did not wish to troubleshoot for the no delivery alarm. She was advised the reservoir would be replaced and agreed to send the product back for analysis.